Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to remove the stent from the tip was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported failure to advance appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery. The vessel was prepared adequately following the instructions. There were no issues noted during deployment of the 5.5x100 supera stent implant. The stent was confirmed to be deployed on angiography; however, upon removal of the stent delivery system from the anatomy the tip caught on the stent implant which resulted in the stent implant coming out with the delivery system. Another supera stent of the same size was used successfully to complete the case. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.